Event description:
The customer reported to olympus, the gastrointestinal videoscope had a zoom/ focus switching function malfunction. The device was returned for evaluation. During the device evaluation, foreign objects on the plastic distal end cover and zoom lever were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The endoscope was noted to have been soaked in detergent during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings in b5, evaluation found the following: the bending angle in up direction did not meet the standard value, the plastic distal end cover had a dent, the adhesive around the light guide lens had a white-clouded area, the adhesive around the objective lens had a white-clouded area, the adhesive around the bending section cover had a white-clouded area, the universal cord had a scratch, switch 4 had wear, switch 1 had a scratch, paint on the suction cylinder was peeled, the suction cylinder was shaved, the control unit had discoloration, the adhesive on the bending section cover had a crack and chip, an abnormal sound was made due to damage on the right/ left knob, the play of the up/ down knob was out of the standard value due to wear of the angle wire, and the connecting tube had a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material on the c-cover at distal end¿ was confirmed. It could not be specified, what the foreign material was. Nor the root cause of the remaining foreign material. It was unknown, if the reprocessing was conducted in accordance with instructions for use (IFU). However, based on the obtained information, the foreign material possibly remained in the device, due to the physical damage on the device. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the device was manufactured. The suggested events can be detected and prevented, by handling the device in accordance with the following instructions for use (IFU): IFU states, that detection method in gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-290 series, reprocessing manual chapter 5, reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.